Manufacturer narrative:
The device was not returned to zoll medical corporation. A zoll medical representative evaluated the associated multi-function cable at the customer's site and the reported problem was observed. The multi-function cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated multi-function cable was unable to connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.